Event description:
The manufacturer received information alleging the device's enclosure was chipped . There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device showed a low pip alarm, low pep alarm and circuit check alarm. The customer has requested that no repairs be done to the device.